Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the papillae during a laparascopic cholecystectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, this device was used to access the papillae. When the physician attempted to make a cut using this device, it noticed right away that the cut wire broke. The physician immediately removed the device and upon inspection, the broken pieces were stuck in the biopsy channel of the duodenoscope. The broken pieces were stuck in the biopsy channel of the scope and removed safely by the nurse. Reportedly, nothing detached inside the patient. The procedure was completed with a second jagtome rx 39, using the same generator and active cord. There were no patient complications reported as a result of this event.